Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. (Other = biomedical equipment technician ii). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the front panel flashing occurred due to a failure of the scope socket and the scope detection slick was stuck inside the scope socket and does not function likely due to a foreign substance. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The leds were blinking on the front display and the unit was blowing air out from the front with no scope connected. Additionally, the front panel cover was broken. The power switch was up to date but sticking due to an unknown foreign material. A non-olympus bulb was installed and providing a lamp life meter reading of 50+ hours. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the led¿s on the display of his olympus evis exera iii xenon light source were blinking during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.